Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Customer sent logs to technical support and it is visible in the logs that the battery alarms are active since (B)(6) 2017. Now, the battery failure alarm is always active during start-up. Problem probably caused by exothermic effect. Feedback received that the battery was replaced and the issue was resolved.

Event description:
Customer reported battery failure alarm was active on their bellavista 1000 unit. He also stated that the machine automatically shutdown during ventilation. It was also reported that there was a fire in ICU and they had to move all patients including ventilators to a different room. The customer confirmed the device was not always connected to mains supply with uninterruptible power supply (ups). Patient outcome is unknown at this time.